Event description:
It was reported to boston scientific/target that during attempted angioplasty of tortuous central hepatic artery stricture (post-liver transplant) anastomatic site, the tip (1.5 cm in length) of the fasdasher-14 guidewire broke off. Migrated distally and could not be retrieved by interventional radiologist. Per a phone call conversation with contact in june 2002, she stated that the patient died two days later, but it was due to a separate incident, not related to the device. The patient was very ill to begin with. The fasdasher-14 was used with a coaxial balloon catheter combination. The fasdasher-14 broke when the system was being removed from the body.